Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and increased impedance. The physician was not concerned as the patient has permanent atrial fibrillation. The lead remained implanted.